Event description:
The physician reports that the crystalens was exchanged intraoperatively secondary to vitreous fluid loss. The cause of the vitreous loss is unk, however, the device did come in contact with the pt. Additional info has been requested from the physician. It should be noted that the instructions for use for the crystalens clearly specify that placement of the lens requires an intact capsular bag, therefore, implantation of the crystalens is contraindicated and necessitates an intraoperative lens exchange.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.